Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the Service Repair Technician, indicates that the air/water cylinder and channel had white residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed.A root cause could not be identified. Based on the results of the investigation: The most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.Date of event is unknown, Additional information will be provided if available.